Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, missing display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No scrolling numbers noted on the display.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 46mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.